Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
It was reported that the customer uses the radical-7 unit in a sleep lab to record patients spo2 during the night and uses the feature which stores this trend. The customer has found this unit to be intermittent with an issue. The issue is the trend is a constant line and does not vary in value at all over the entire recording interval. There was a value, but it does not change over the entire night and remains constant. They have reported this unit has done this several times already and none of the other units have done this before. No known impact or consequence to patient.

Manufacturer narrative:
The returned device was evaluated. During evaluation the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. The unit was determined to be functioning as designed.